Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarms occurred. Reportedly, the customer is using an empty syringe during the load process. Clinical support informed customer using an empty syringe during the load process is off label per the tandem user guide. Customer continued to use the pump for insulin delivery. Customer¿s blood glucose level was 320 mg/dl.